Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 126 mg/dl. Customer reported the alarm was resolved with a complete set change and troubleshooting was not performed since it was a past event. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.